Manufacturer narrative:
(B)(4) 2012. This event concerns a device that was manufactured and used outside the united states. Analysis is pending.

Event description:
During f/u performed on (B)(6) 2012, a warning mentioning low shock impedance & system effectiveness in question was displayed. Preliminary investigation revealed that since (B)(6) 2011, 5 of these 9 shocks (delivered in vt zone) led to an overload condition. A shock overload results from the detection of a short circuit between the defibrillation led and the ICD case. As specified, shock therapy delivery is stopped when such condition is detected. However, the arrhythmias were reduced with these 5 incompletely delivered shock therapies. All other f/u data showed normal device behaviour (sensing, pacing...). System functioning, and more particularly therapy delivery, is no more ensured and lead revision was recommended. The ICD device was connected to a sorin isoline lead (B)(4).